Manufacturer narrative:
Updated data: h2, h3, h6. Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event described. The patient¿s executive summary was available, permitting complete anatomical assessment. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 78 millimeter (mm) with a perimeter derived diameter of 24.8mm suggesting a 29mm evolut. Aortic root angulation was 69°. As stated in the instructions for use (IFU): implantation of the bioprosthesis should be avoided in patients with aortic root angulation (angle between plane of aortic valve annulus and horizontal plane/vertebrae) of >30° for right subclavian/axillary access or >70° for femoral and left subclavian/axillary access. In this case, aortic root angulation was within parameters. Fluoroscopic valve load inspection was performed confirming a good load. A pre balloon aortic valvuloplasty was performed three times prior to the valve implantation due to balloon dislodgement. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth prior to final release was estimated at approximately 6mm on the non-coronary cusp and 6mm on the left coronary cusp in the left anterior oblique (lao) view. During valve release, the valve abruptly di slodged to a depth of 0mm. Of note, per medtronic best practices, before release, prevent unintended valve movement by relieving system tension. Retract the guidewire to the nose cone; apply slight forward pressure to the delivery system. Evidence showed that the guidewire was not retracted prior to final release, which most likely contributed to the valve movement. Subsequent angiogram revealed that that valve had dislodged further to the level of the sinuses of valsalva. Subsequently, a second valve was loaded, confirmed a good load, and implanted without snaring the dislodged valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was mid pigtail as the valve was positioned at a depth of 6 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). Following release of the valve, the implant depth was approximately 0 mm on the ncc and lcc. Per the physician, the patient's aortic angulation contributed to the valve dislodgement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this evolut 29 millimeter valve, a pre-implant balloon dilation was performed. Due to balloon instability, "three" attempts were required to successfully complete the pre-dilation with a 20 mm balloon. After initial deployment, the evolut valve dislodged upward to a level-zero position. The valve further dislodged into the ascending aorta during pigtail catheter withdrawal. This necessitated the implantation of a second valve.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0013021401); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.